Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: burr device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions of device being chipped/shaved/delaminated and running in locked position identified during service and evaluation were confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device was chipped/shaved/delaminated. It was determined that the device ran in locked position and had insufficient/low power, unintended activation/motion, component damage and corrosion/rusting/pitting. It was further reported that the entrance test could be made completely. However, when light pressure was applied to the cutting tool, it stopped. The shaft "key, diamond was completely cracked, in the area of the bore. It was further determined that the device failed pretest for visual assessment, safety check assessment, and rotational speed assessment. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the burr on the motor device stopped working when it touched a bone. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.